Event description:
Audiologist noticed during a fitting session that the recipient was not hearing well with the device. The recipient also experiences pain near the implant site. As per additional information received, pain was only felt when the area was touched. Hearing performance prior to the event was reportedly very good. It is unknown if a trauma occurred. No redness or swelling at the implant site and no other medical condition. The recipient was reimplanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The reported pain might be a medical consequence of the possible trauma to the recipient's head. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Audiologist noticed during a fitting session that the user was not hearing well. The user also experiences pain near the implant site. It is unknown if a trauma occurred. No redness or swelling at the implant site. Re-implantation is considered.